Event description:
New information received notes that lead was capped due to multiple rv lead noise episodes. Patient is doing well.

Event description:
It was reported that the lead began exhibiting noise since the patient had a fall. Noise was not reproducible in clinic. Physician suspects lead fracture. Patient was asymptomatic. No further information is available.